Event description:
The penumbra neuron max 088 would not pass through the groin. The physician would not give any specific details as to why, and the hospital was not able to place the device to a certain patient.

Manufacturer narrative:
Device investigation: results code: there is a slight but noticeable bend in the proximal section of the catheter and dilator, approximately 17 cm from the hub shaft joint. The catheter and dilator are otherwise undamaged. The dilator outer diameter (od) where it exits the catheter was measured on a laser micrometer. This measured between 0.0839" and 0.0849". The od of the catheter tip measured between 0.1038" and 0.1072". Pin gages were used to measure the inner diameter (ID) of the catheter which was found to be 0.0925". All of these measurements are within specification. A 0.088" mandrel was introduced into the catheter hub and advanced distally. The mandrel moved easily through the catheter. The catheter is functional. Conclusion code: due to the lack of details regarding the complaint, the complaint could not be confirmed. All measurements of the catheter are within specification.